Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose level was over 400 mg/dl. As per the customer meter got lost a month ago and this wednesday her blood glucose went high and got hospitalize. Customer was declined to troubleshooting. The insulin pump will not be returned for analysis.